Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture, had fluid in the insulin pump, there was fluid under the display but now it was not there, the screen was going in and out and there was button error alarm. The customer reported that the insulin pump failed self test. The customer also reported that they were unable to view the alarm, there was just beeping on the insulin pup and had blank display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.